Event description:
Eri detected on (B)(6) 2022. The device will replaced for the same device or similar one due lqc. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
It was reported that this device was explanted on (B)(6) 2022. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. As a first step in the analysis, the device was interrogated. The interrogation could be properly performed and it revealed the eos battery status, detected after explantation of the device. The device was implanted for approximately 63 months. Next, the ICD was subjected to an analysis of the electrical parameters. The current consumption of the ICD was checked and found to be normal and as expected. Analysis of the battery condition, however, showed an inconsistency of charge taken from the battery and the battery voltage. A premature battery depletion could be confirmed during analysis. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.